Event description:
A healthcare provider (hcp) reported a motor stall. The stall was constant. The patient had been hearing the alarm since (B)(6) 2013. The logs revealed the pump had been stalled since (B)(6) 2013. No symptoms were reported. The medications used within the system were bupivacaine and morphine. A representative later reported that the patient was admitted to the hospital due to increased pain and withdrawal symptoms. The patient¿s symptoms included flu like symptoms and underdose symptoms of twitching, convulsing, sweating, shaking, less than 50% therapy relief, and increased pain. On (B)(6) 2013 the patient had a refill and their hcp noticed a message of a motor stall occurred. The stall never recovered. The pump was refilled and programmed to minimum rate. During the patient¿s replacement surgery, it was noted that the patient¿s existing catheter could not be aspirated. The catheter was left in place and tied off at the distal end. It was replaced with an 8780 catheter. X-rays were also taken, though the results were not reported. In addition to the reported motor stall, the representative reported a ¿false motor stall/telemetry state¿, though this was not consistent with the previously reported information, and it was neither supported by the logs nor the patient¿s symptoms.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n179642025, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.